Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they still have periodontal disease, even with have teeth cleaned every six months. This is a contraindicated patient for crown, periodontal disease. Patient is rtd on (B)(6) 2025.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.